Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an object in the customer's pocket coming in contact with the pump resulted in the touch screen becoming cracked and unresponsive. The customer's blood glucose was 138 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.